Manufacturer narrative:
(B)(4). No complaint samples have been received for evaluation. If samples become available, an investigation will be completed and a follow-up will be submitted.

Event description:
Customer reported via email: we had one of your new air life heater chambers pop apart this morning on a ccu pt. On a hfnc, only on 25 lpm. Water spilled over the floor & heater unit. I went to the room & the pt. Was out of bed sitting up in a bedside chair when it happened. We replaced the chamber with another one of yours. Lets see if it happens again. The patient was de-saturating so we increased the flow to 30 lpm. We asked the patient if they had compressed any part of the circuit, no was the response.